Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced three infusion set cannula kinked event between 05-apr-2024 - 07-apr-2024. The blood glucose level was 225 - 280 mg/dl at the time of event. The issue occured within three hours of insertion. The infusion set was in use from three to ten hours. The site of insertion was at abdomen and upper thigh. Patient replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Device 3 of 3.